Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Transferred to ttm remote support vm and sent call details via teams message for follow up. Per additional information updated from ttm on 20oct2025, biomed stated device giving low flow alert. No visible flow. Water flow rate (wfr) was 0 l/m and then stopped therapy. Device in the shop. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d,g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device giving low flow alert and stated no water was flowing through pads lines. Transferred to ttm remote support vm and sent call details via teams message for follow up. Per additional information updated from ttm on 20oct2025, biomed stated device giving low flow alert. No visible flow. Water flow rate (wfr) was 0 l/m and then stopped therapy. Device in the shop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device giving low flow alert and stated no water was flowing through pads lines. Transferred to ttm remote support vm and sent call details via teams message for follow up.